Manufacturer narrative:
Duragen (id4501i) was not returned for evaluation as the product was used in the patient; thus the allegation in the complaint could not be verified and the complaint is considered unconfirmed. Additionally, lot number information has not been provided; therefore, manufacturing records could not be reviewed. As per medical affairs assessment: ¿in this case there is a good chance that using duragen in conjunction with goretex that was left at the site led to the csf leak and incomplete dural closure. We would have to see the actual reconstruction to offer a more detailed opinion, but from what information is present here we would say that duragen was not used correctly with goretex. In order for duragen to be effective, it needs to be in contact with native tissue on all of the margins of the dural defect. If the sheet of goretex interfered at all with the evolution of the natural healing process that duragen goes through, then there is a good chance of failure in the long term. The 10 day window is consistent with this line of thinking.¿ however, the csf leak is a known complication of the procedure and a known complication of using duragen. The instructions for use (IFU) currently addresses possible complications such as csf leaks. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 3 of 3 reports linked to mfg report numbers 1121308-2021-00011 and 1121308-2021-00012. A facility reported that a female patient with history of radiation therapy had a cerebrospinal fluid (csf) leakage on the posterior skull after 10 days from duragen (id4501i) placement. On the first procedure, goretex was used for a metastatic brain tumor surgery. During revision, the surgeon could not remove the tumor so duragen was placed partially covered with goretex. The surgeon considered duragen as a factor for the csf leakage. No further information was provided by the facility.